Event description:
The customer was hospitalized for low blood glucose. The customer stated that he suspected taking too much insulin during dinner. The customer also mentioned that he had four ounces of alcoholic drink. Troubleshooting was performed. The bolus history and programming were correct. Suggested customer to call his doctor to discuss possible basal rate change or insulin sensitivity.